Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two hours after the procedure, a less than 3cm x 3cm third degree burn when viewed with the naked eyes was discovered on the patient's buttock area. The patient was pediatric and the pad had been applied across the back and buttocks, with a patient bed cover positioned underneath the buttocks. It was initially severe but gradually recovering as all appropriate and best treatments like dressing for burn injury were provided for 3 weeks. The patient¿s condition gradually improved, the patient was subsequently discharged.

Manufacturer narrative:
Additional information: b5, g3, imf code was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two hours after the procedure, a less than 3cmx3cm third degree burn when viewed with the naked eyes was discovered on the patient's buttock area. The pad was attached across the back and buttocks as the patient was a child. It was initially severe but gradually recovering as all available best treatments like dressing for burn injury were provided for 3 weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two hours after the procedure, a third degree burn was discovered on the patient's buttock area. The pad was attached across the back and buttocks as the patient was a child. It was initially severe but gradually recovering as all available treatments for burn injury were provided.

Manufacturer narrative:
Additional information: g3, h6 (rfr updated). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.